Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the distributor reported that the stopper was damaged/defective.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the distributor reported that the stopper was damaged/defective.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jan-2023. H6: investigation summary; customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper was damaged/defective. The returned syringe was examined and no defects were observed on the returned sample. A review of the device history record was completed for batch # 2052357 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.